Event description:
On 07/20/2009, the patient's sister reported the down button on the patient's insulin infusion device is not functioning. She said he noticed this in 2009, when he had an elevated blood glucose reading of 303 mg/dl and could not bolus. She said he turned his device "off" and then back "on" and he was able to deliver the bolus. In the next day, his morning blood glucose was 82 mg/dl which is within his normal range but at 6:15 pm his reading was 405 mg/dl. He switched to his backup infusion device and at 11pm his reading was 106 mg/dl which is within his normal range. She stated his device has not been dropped or exposed to water or insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.